Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation, mobility. Profile drill loosened the implant - a wider implant has been placed. Implant bed deeper prepared, to place it deeper. Dentist wanted to remove the hard lingual corticalis with the profile drill, implant had slipped deeper and was not primarily stable.